Event description:
The patient was admitted in the morning, and underwent angiography revealing a right internal carotid artery aneurysm. The patient underwent a neuroform-assisted coiling of that aneurysm. Patient tolerated the procedure well, but developed bilateral groin hematomas, although these were small. The patient was placed on aspirin, plavix, and integrilin after the procedure. The patient developed some left groin swelling after the procedure, which responded to additional clamping and discontinuation of the integrilin. The next day, the patient was discharged and was neurologically intact.